Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Faradise clinical study (B)(4), subject ID: (B)(6). The index pulsed field ablation (pfa) pfa procedure was performed to treat atrial fibrillation using a farawave pulsed field ablation catheter on (B)(6) 2023. On (B)(6) 2024, the patient was admitted to the hospital for atrial flutter (afl) and possibly atrial tachycardia (at) that originated from the left atrium. The patient received electrical cardioversion and event was resolved. The patient was discharged the next day.